Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (B)(6) 2013 at 22:36:00. During night drain cycle three, the patient's ultrafiltration reading was 1627ml, indicating the home patient (hp) drained 1627ml more than their maximum programmed fill volume of 2500ml. No additional information is available.